Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a left ventricle (lv) thrombus was observed at the patient¿s bedside while utilizing echocardiogram (echo) for verifying impella cp placement. The decision was made to remove the impella cp. It is reported that the patient was weaned successfully, the device was explanted.